Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switches. Unable to perform the self test and displacement test due to flattened button dome switches. No stuck button alarm noted during testing. The electrical board keypad connector was not found unlocked during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and low blood glucose event. The customer¿s blood glucose was 1.4 mmol/l at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Customer also reported a low blood glucose of 1.4 mmol/l due to large amount of bolus and his work. No no treatment was reported and no low blood glucose troubleshooting was performed and customer stated that he is well during the call. The insulin pump is being replaced and is expected to return for analysis.